Manufacturer narrative:
The actual sample was not returned for investigation. The supplier of the anaesthesia medication completed a review of manufacturing records for the reported lot and concluded that the product met with specifications at final testing. The supplier also tested retained samples from the same lot for potency. All testing found the product to meet with specifications.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that five minutes after performing a single shot epidural, the patient was not feeling relief from pain. The patient was provided general anesthesia due to the failed spinal block. No permanent injury was reported.